Event description:
What happened-(B)(6) in their cardiology department was completing an ECG stress test. The nurse assistant was unable to keep the leads attached to my chest due to chest hair. She said she used "medical grade" sandpaper. I almost immediately started to itch to such an extent that it was almost unbearable. I sought the assistance of a dermatologist. The date of this incident happened several years ago, but I do not have the exact date. I am attempting to obtain my entire medical record for this incident, but to date, I have been unable to do so. As a result of the above, my dermatologist ordered a biopsy of the areas that have been inflamed and itching for almost two + years. The result of the biopsy came back as follows: "a mixed inflammatory cell infiltrate containing eosinophils throughout the upper part of the dermis." This is after almost two years of almost unbearable itching. The product that was used is "3m red dot trace prep". As a result of the biopsy, I have been scheduled to see a dermatologist who specializes in contact dermatitis issues. The additional problem is that the infection has spread throughout my body. I am now experiencing itching now from different locations on my body. Final diagnosis was "right chest-sparse superficial perivascular dermatitis with eosinophils".